Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) recorded signal artifact monitoring episodes due to over sensing termination algorithm. There was also noisy signals over sensed even when the respiratory sensor was disabled. There was also a lead safety switch alert due to high, out of range pacing impedances and also some signals were observed to be function ally blanked, therefore under sensed. Various programming options and a lead assessment were recommended. The system, which has non bsc leads, remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).